Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was showing end of life. The device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The implantable pulse generator (ipg) was returned for analysis. No visible anomalies or damage were present. Analysis found, that the ipg had declared eri, but had not yet reached the end of service. A longevity estimation calculation was performed, based on the returned data, which determined the estimated longevity is consistent with the device reaching normal end of service. Based on the information received, the issue is attributed to normal battery eri/eol.